Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was under-fill or low draw of a tube with blood. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: the "blood draw entered the tubes halfway or less, not the full tubes."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 16-mar-2022. H.6. Investigation: bd received three (3) samples, one (1) photo, and one (1) video for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. The photo shows three (3) tubes with varying amounts of specimen in them. The video shows a blood draw being completed using a wing set. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Additionally, the customer samples along with ten (10) retention samples from bd inventory, were evaluated by functional draw testing and the issue of underfill was not observed, as all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of underfill based on the provided photo; however, underfill was not observed in the returned and retention sample testing. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate there was under-fill or low draw of a tube with blood. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: the "blood draw entered the tubes halfway or less, not the full tubes.".